Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported, during an lead revision (reference MFR.# 1627487-2018-07047) on (B)(6) 2018 electrosurgical devices were used. Prior to the procedure the ipg was unable to communicate with cp (reference MFR.# 1627487-2018-07204). Troubleshooting was tried to no avail. In turn, the ipg was explanted and replaced. Effective stimulation was restored post operatively.